Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the patient was moved to another system to finish the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm geometry movements were failed. Upon functional testing, the fse found foreign object drawn into the geared belt unit. To resolve the reported issue, the fse disassembled the c arm and took out the foreign object and adjusted the c arm. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movement was not possible. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.